Manufacturer narrative:
H6- device evaluation: lens was returned dry in microcentrifuge vial. Visual inspection found significant damage to the lens. The optic and haptics were found deformed. Dimensional inspection found the lens to be within specifications. Functional inspection found the power and cylinder to be within specifications, but the axis was out of specification. H6- device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s) including the suspected device, have been manufactured within the established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim # (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced refractive surprise and glare/haloes. In a separate visit the lens was explanted. Cause of the event was reported as device. Additional information was requested. No further information is available at this time. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Manufacturer narrative - each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Significant glare and/or halos (under night driving conditions) and secondary surgical intervention to remove the lens are identified in the labeling as known potential adverse events following icl implantation. Claim # (B)(4)

Manufacturer narrative:
B5- per updated information the explant resolved the refractive surprise and glare/haloes issue. Claim # (B)(4).